Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient received temporary treatment, and the plan was to transfer the patient to a facility where the lead could be removed at a later date. There were no additional adverse patient effects reported. This pacemaker was explanted.